Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the video image was distorted and when the camera head was shook, there was a rattling sound. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. Updated: d8, e3 (non-healthcare professional), e4, g3, h4. The device was returned to the repair site and the customer's allegation of a rattling sound was confirmed. The cause was determined to be the removal of screws inside the connector from the actual product. However, the issue of distortion could not be reproduced and was unable to be confirmed. The device evaluation also found flooding of connectors, connector cracks, and contact pin corrosion. Olympus assumed that the watertight function did not work properly due to the cracked connector and "connector flooding" occurred. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. Instructions for use (IFU) for the device indicate: chapter 4 usage (warning): if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. Endoscope image disappearance and freezing (warning). Do not strike or drop the product. Water leakage may damage the product's internal circuitry. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the video image was distorted and when the camera head was shook, there was a rattling sound. There were no reports of patient harm.